Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the touchscreen was out of calibration. It was also determined at analysis that the bezel was chipped off and the logo button was missing. The paper tray was damaged, no paper in printer tray. The keyboard latch was broken, not affecting the function of the keyboard. The bullets assay and anti-slip layer were missing. The radiofrequency head cable was twisted inside the cable but functional. The anti-slip layer was missing, and the cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.